Manufacturer narrative:
Batch review performed on 09 march 2023. Lot 155590: (B)(4) items manufactured and released on 01-dec-2015. Expiration date: 2020-11-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 6 years 11 months after the primary, the patient came in reporting pain due to loose implants as a result of cement debonding. The cause of the cement debonding is unknown. The surgeon revised the insert and tibial tray. The surgery was completed successfully.